Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (391 mg/dl) with large ketones present. The customer was taken to the emergency room (ER). The customer was treated with IV fluids. The customer was released after 4-5 hours. During the call with tandem technical support (cts) the customer stated once released from the ER bg's became elevated again range (300-400 mg/dl) with large ketones present. The customer changed supplies and delivered a manual injection to stabilize bg level. During troubleshooting with (cts), a system check was performed and indicated that the pump was functioning as intended. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.